Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 427 mg/dl. The customer also stated that the retainer ring was missing from the insulin pump and because of this reservoir was unable to lock in place. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Customer reported that they did contact to their health care professional regarding the high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual injections. The drive support cap appears normal. Based on customer report customer does allege insulin pump was under delivering. The insulin pump will not be returned for analysis.